Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The traveler device is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s. The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported leak and physical resistance appears to be related to operational circumstances of the procedure. Based on the reported information, the balloon catheter encountered resistance with the previously implanted stent that resulted in the physical resistance. Additionally, it is likely that the resistance with the stent implant compromised or damaged the balloon, thus resulting in the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric, non-calcified, re-stenosed lesion in the non-tortuous mid left anterior descending coronary artery. When the 2.50x12 mm traveler rx balloon dilatation catheter (bdc) was advanced to the lesion, resistance was met with a previously implanted non-abbott stent. Also, it was noted that blood spontaneously flowed back into the syringe used for air aspiration. The line had been connected to the syringe during delivery of the bdc. The bdc was removed without resistance and was replaced with a non-abbott balloon to continue to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.